Event description:
It was reported via ms&s "caller states that her facility has had incidents using the accucath "midline" where contrast as leaked into the tissue of a patient during a procedure. Caller confirms that they are using the correct maximum flow rate of 6ml/sec. She states they are also letting the contrast warm to room temperature. Caller confirms the max 300 psi setting for this device. Caller does not have any product codes or lot numbers currently but states she will begin looking for these. Caller estimates that approximately 7 devices have failed leading to extravasation of contrast into the patients tissue." Ms&s response "explained that accucath is a peripheral IV and not a midline. It is still indicated for CT power injection procedures. Discussed potential placement issues and caller states they use other devices and are not having the same issue. Provided sales rep contact information for additional training. Emailed accucath brochure, IFU, and in-servicing poster. Copy to complaints." This report addresses the fourth of seven reported devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.